Manufacturer narrative:
H3: device not returned to manufacturer. Device evaluation: unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the unit was not ventilating. There was no patient involvement, and no patient harm/adverse event reported.